Event description:
It was reported that during surgery, a piece of a harmonic scalpel broke off and fell into the pt's abdomen. It was not specified in the complaint whether the piece was removed. Also, the device was set on the drape and burned a hole in it.

Manufacturer narrative:
Final investigation showed that the device tissue pad had melted through and the tissue pad was detached from the jaw. Frequently this kind of damage is observed when the device is actuated and there is no tissue between the metal rod and the tissue pad.